Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with cracked display window corners, broken battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there are cracks around the reservoir area. Customer also states that the cap that screws in broke. The blood glucose reading is 149 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.